Event description:
The facility representative reported a colleague infusion pump that was not charging. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that was not charging was confirmed during product evaluation. The root cause of the reported problem was assigned to a blown alternating current (ac) fuses and burned resistors on the power supply printed circuit board. The fuses and the power supply printed circuit board were replaced in order to correct this condition. This is involving a pump with software version 8.11.00 which is categorized as a colleague p1.7. A device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.